Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. A potential failure mode could be ¿viscosity too high/low¿ with a potential root cause of ¿operator error or mechanical failure¿. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that sometimes the magic 3 catheters were dry which made them difficult to insert. The patient reportedly experienced a stinging sensation during use. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that sometimes the magic 3 catheters were dry which made them difficult to insert. The patient reportedly experienced a stinging sensation during use. No medical intervention was reported.